Event description:
It was reported that during the implant procedure, the helix of the right ventricular (rv) lead would not advance when tested prior to implant; approximately 50 turns were attempted and torque build-up was felt on the lead body. A different rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal end of the electrode was distorted with the defibrillation coil exposed, the helix was bent, and there was apparent damage at implant. (B)(4).